Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record identified one manufacturing nonconformity associated to the reported lot and relabeled lot that does appear to contribute to this event. Based on review of the similar incidents, there is an indication of a lot specific issue. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that during hemodynamics procedure, when attempting to inflate a 4.0x40mm armada 18 pta catheter the device did not work properly and showed a leak. The armada 18 pta catheter was exchanged for a new device. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.